Manufacturer narrative:
We looked at interior of 28161ss sheath with scope/camera/light and found two areas where metal particles might have been dislodged. There appears to be an internal solder ring where shaft meets locking/instrument channel section of instrument that has lost some metal particles; this could have been dislodged by the scope. The 2nd internal solder ring area is right where the instrument channels feed into main channel; there are deep scoring lines on the sides caused by introduction of instruments and it is also possible that metal particles were dislodged from solder ring. It is possible that the tolerances were too tight on this instrument channel causing chafing/abrasion of metal instruments when inserted and removed. The MFR was alerted to this possibility and the instrument sent back to them.